Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported while infusing etoposide in a 500ml b braun IV bag, the spike piece dislodged from the drip chamber and "spilled all over". There was no report of patient harm or medical intervention. No additional patient or event details have been provided by this customer.

Manufacturer narrative:
B-braun , 500ml IV bag of 0.9% sodium chloride lot-j5j045 expiration-01/18; therapy date (B)(6)2015. The customer¿s report of while infusing etoposide the spike piece dislodged from the drip chamber and spilled all over was confirmed. Visual inspection observed that the spike adapter was received separated into 2 pieces, with the proximal side dc spike attached to the b-braun IV bag port and the distal side port spike remained attached to the se set¿s drip chamber¿s spike. The b-braun IV bag was empty and the texium device was connected to the se set¿s distal male luer. Functional testing of the bag access device could not be performed due to the condition it was in when received. However functional testing was performed on the texium device and se set. No leaks, drips or abnormalities were observed. The root cause that the spike piece dislodged from the drip chamber and spilled all over was identified as a defective bag access device.